Event description:
A patient who was enrolled in a study underwent a da vinci-assisted therapeutic correction of isthmocele surgical procedure. During the procedure, a bladder lesion was identified which required suturing and retention of a bladder catheter for 7 days as well as performing a cystography and prophylactic antibiotic therapy. The bladder lesion was not present at the beginning of the surgery. The bladder lesion was reportedly a result of the complicated / complex surgery field (anatomy with pre-existing adhesions). There were no reported malfunctions of a da vinci system, instruments, or accessories. The event was reported as resolved one week later. The study investigator reported the event as moderate severity, not unanticipated (considered an expected occurrence), not a serious adverse event (sae), an olso classification grade ii, having a causal relationship to the patient's underlying disease status, not related to the study procedure, not related to the da vinci investigational device, and not related to a third-party device. The patient's prior health condition of pre-existing adhesions may be relevant to the event. The procedure was completed with the initial investigational device. Per the site, there was no malfunction or any issue with a da vinci device and no conversions, it was due to the pre-existing adhesions.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there is insufficient or unconfirmed product/event information. Additional patient information: height - 161 cm. Body mass index (bmi) - 30.1 kg/m2. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable. Section h10 is blank as there are no related report numbers.